Manufacturer narrative:
Submit date: 09/01/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states the rubber part of the syringe is distorted which makes the draw uneven.